Event description:
The facility reports, the caregivers were in the process of transferring the resident from the bed to the chair. While using the raising function of the lift. The cnas heard a noise from under the bed and felt the lift tilt forward. They immediately lowered the resident back onto the bed. The cnas then looked under the bed and saw that the front left castor had detached from the chassis leg. The unit was then removed from service. No injuries were reported.